Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20296713.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, a review of the labeling indicated that the reported event is a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system. Sc-2408-56 sn: (B)(6). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, a review of the labeling indicated that the reported event is a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.